Event description:
It was reported that the customer received a button error alarm. His/her blood glucose level was not reported. The customer discontinued the use of his/her insulin pump and reverted to a back plan until the replacement insulin pump arrived. The product was returned. Nothing further to report.

Manufacturer narrative:
Unit received with intermittent buttons due to corroded keypad traces. No button error alarms noted. Unit received with cracked case at display window corners, case at reservoir tube window corners, reservoir tube window, reservoir tube lip, belt clip slot, and battery tube threads.